Manufacturer narrative:
The investigation for the positioning issue and product damage has been completed. Clinical details states that the impella was inserted too deep in left ventricle while advancing repo sheath. Impella stuck when attempting to remove leading to detachment of pigtail and inlet. Both parts of the pump were returned and the cannula showed detachment location and product damage with evidence of stretching. The data logs show impella position unknown alarms and impella position in ventricle which both resolved. The root cause of the positioning issues was determined to be use related due to improper technique when advancing the repositioning sheath. The root cause of the product damage (detached inflow/outflow - great vessel) was determined to be use related as evidenced by clinical details g1-corrected MFR site name and address.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported a 70-year-old male patient with acute myocardial infarction / cardiogenic shock was implanted with an impella cp for mechanical circulatory support. The complainant reported the cp migrated deep into the patient¿s left ventricle. The doctor attempted to pull it back, and it got stuck and looped in on itself. The doctor then attempted to straighten the catheter unsuccessfully and pulled the pump into the aorta to straight the pump, which was also unsuccessful. When trying to pull the pump back, the doctor broke the cp broke from the pigtail and inlet window, which left pieces in the patient¿s aortic arch. Medical staff removed the rest of the cp and snared the pieces in the aortic arch. Medical staff then implanted a new cp. No patient harm has been reported.